Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified with a bent and a hole on the pebax. It was initially reported by the bwi representative that the carto 3 system displayed error 115: catheter sensor error when the catheter was connected to the patient interface unit. To troubleshoot, the cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence. The customer¿s reported issue of catheter sensor error is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6)2023, the bwi pal revealed that a visual inspection of the returned device found the pebax was bent and a hole was also found in the pebax. These findings were reviewed and assessed the finding of a hold in the pebax to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and magnetic sensor functionality test of the returned device were following bwi procedures. The device was inspected, and the pebax was found bent and a hole in the pebax. A magnetic sensor functionality test was performed and the device was recognized on the system; however, error 105 was displayed on the screen due to an open circuit on the tip area. The pebax hole and bent may contribute to the magnetic issue. A manufacturing record evaluation was performed and no internal actions was found during the review. The issue reported by the customer was confirmed since it could be related to the sensor error reported. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the issue of hole in the pebax. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012)were selected as related to the customer¿s reported sensor error. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).